Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 420 mg/dl at the time incident. The customer was treated with insulin shot for high blood glucose level and the customer¿s daughter called for assistance to get the insulin pump reset with new infusion. The insulin pump will not be returned for analysis.